Event description:
Customer reported that after attaching p50 to a vial and aspirating the drug with an injector, coring was discovered. The injector was removed and discarded because an attempt was made to collect the coring with a filter needle. 3 protectors. 3 vials. 2 syringes were collected. Yes, coring occurred after the injector was installed on the protector. The injector is product code is 515008. Lot # is unknown.

Manufacturer narrative:
Initial MDR submission. Device evaluation summary: three protectors assembled onto a vial and two syringes were provided to our quality team for investigation. Upon inspection, particles were observed within two of the vials and both syringes. Characterization testing was performed and found the particles were consistent with material from the rubber stopper of the vial and the phaseal membrane. A device history review was performed for reported lot 2405125, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Fragmentation testing was reviewed for the reported protector lot, results found to be acceptable. As the injector lot is unknown, a device history review could not be completed. Retained samples of lot 2405125 were used for additional evaluation. Functional testing was also performed, penetrating the protector with a sample injector ten times. In all cases the product functioned as intended and no coring was identified. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify a definitive root cause at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.